Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the caller was the patient and they were attempting to connect to the ins to activate MRI mode for a knee scan. The caller indicated that they opened the interstim x my therapy application and the app connected to the communicator. The patient claimed that they were able to feel the stimulator and put the communicator over the device. The patient made several attempts to connect to the ins and the handset displayed the message that it was unable to communicate with the ins. The patient indicated that they did not feel stimulation and that the last time the remote was used to connect to the ins was in the doctor's office. The patient had not used the remote since that time. Technical services reviewed information about using the remote and recommended following up with the doctor.